Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a scoliosis procedure on (B)(6) 2021, the final tightening of a screw was difficult according to the surgeon. It was discovered that 3 verse system set screws were worn and the shaft of the screwdriver was also worn. The screwdriver shaft and set screw were replaced. Procedure was completed successfully with a delay of ten (10) minutes. This report is for a verse correction key. This is report 2 of 5 for (B)(4).